Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing in the right ventricular (rv) lead due to a suspected rv lead dislodgement. Technical services (ts) was consulted and upon review of the available information it was observed that the patient had intrinsic rhythm. Reprogramming sensitivity options were provided. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.